Manufacturer narrative:
Internal complaint number: complaint: (B)(4).

Event description:
It was reported that the patient expired on (B)(6) 2016. The physician was not notified until sometime after the patient's death. The cause of death is unknown. It is unknown if the patient's death is related to pump therapy. During the patient's last visit with the referring physician on (B)(6) 2016, the patient records state that the patient was not expected to live and was placed on hospice care. There have been no visits since that date.